Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Was broken off blade tip ever found? If so, was broken off blade tip retrieved from patient? Was there any change to procedure or post-op care due to issue with broken off blade tip? If retrieved, will broken off blade tip be sent back with rest of device for analysis?

Event description:
It was reported that during an unknown procedure, the tip of the device was broken. It might be that the lost part fell in the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.